Event description:
It was reported that this stent was prematurely deployed during the procedure. The physician was able to retrieve the stent with a snare. He then decided to abort the procedure once the stent was in the left femoral artery, where it remains. The pt was reported to be in stable condition. Although requested, no add'l info was provided.

Manufacturer narrative:
PMA/510(k): h020002/s5. The device in question will not be returned to boston scientific for technical analysis as it remains implanted in the pt. Therefore, boston scientific cannot conclusively determine the cause of the user's experience. The root cause of this event remains unknown.